Event description:
Additional troubleshooting was performed. The local representative (rep) disconnected the battery from uninterrupted power supply (ups) on the camera cart. "Performed camera cart still did not come on." Through troubleshooting, technical services (ts) had the rep keep the camera cart disconnected. The rep changed out interconnect cables, the main cart would not turn on. The ups had some main cart battery indicators acc was blinking green batt was orange blinking err was blinking red the rep disconnected the battery from the ups with no change. The rep reseated the power sw cord. The blue power light lit up but the monitor never displayed. The computer did not turn on. When reseating the pwr sw cord and touching the power button nothing happened. Ts had them disconnect the power cord because holding the power button would not turn the system off. The good system ((B)(6)) turned on when connecting the pwr sw cord from (B)(6) system to (B)(6). The power button worked. When plugging back in the pwr sw cord back into the system, the system came on. The rep put the system back to normal (connected the battery to the ups, left the back cover on) and the system stayed on for "a little bit." When tugging on the monitor power cord a little bit the cord comes out from the ups. This causes the system monitor to go off and the system to turn off. Ts had the rep shut off the main cart through the software. Both parts of the systems were shut off. Ts had the rep attempt to start the system through the main cart. (Both systems are connected) the system did not start. The blue light on the on the power button of the camera cart did illuminate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6); product ID: 9735787, serial/lot #: (B)(6); product ID: 9735771, serial/lot #: (B)(6) ; product ID: 9735788, serial/lot #: (B)(6); product ID: 9735765, serial/lot #: unknown; and product ID: 9735845, serial/lot #: unknown. H6) multiple annex a codes were applied to capture this event. A070803 captures the main cart not powering on, a0719 captures the camera cart that died, and a110201 captures the system not initially booting. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the battery, product ID: 9735773, lot number: 2212, was returned to the manufacturer for analysis. The results of analysis concluded the battery overheated during test which caused the uninterruptible power supply (ups) to shut down. Codes b01, c02, and d02 are applicable. H3, h6) the product ID: 9735787, lot number: 22170050, was returned to the manufacturer for analysis. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735771, lot number: 2216, was returned to the manufacturer for analysis. The battery was tested with a known good ups for a 24 hour period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable. H3, h6) the product ID: 9735788, lot number: s21140043, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not initially booting up. There was no patient involvement. There was troubleshooting present. It was reported the system could be turned on from the camera cart. The camera cart would turn on but not the main cart. The camera cart was then disconnected from the main cart and the main cart then turned on. The camera cart was then connected to the main cart together and the camera cart turned on right away. The battery charge remaining on the main cart was at 100 and after 20 minutes, the battery charge remaining was at 20 with 12% battery charge remaining. The battery status was reported to be at 3 minutes. The system was then unplugged from the wall and the camera cart died within a couple of seconds. It was reported the camera cart battery needed replacement.